Event description:
It is reported that the femur rod and screws were inserted in the femur due to a hairline fracture of the hip and femur. Pt complained of pain. X-ray proved the rod was broken and it was replaced. The screws also backed out on 11/2000 and were replaced with larger screws.